Event description:
It was reported that there was high impedance. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead, implanted: (B)(4). 2012; 5071-35 lead, implanted: (B)(4). 2012; 5071-35 lead, implanted: (B)(4). 2012; 5866-38m adaptor, implanted: (B)(4). 2012. (B)(4).